Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 564 mg/dl and took manual bolus to correct for her high blood glucose. Customer was going to bed and customer wanted to make sure she doesn't give herself too much insulin. The pump will not be returned for analysis.